Manufacturer narrative:
Manufacturer's report date: 03/12/2014. Internal file no: (B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that "the child was submitted from or to picu post cardiac surgery. The anesthetist handed over that the patient is on norepinephrine at 0.05mcg/kg/min. When the primary nurse checked the pump settings, she discovered that the dose was actually 0.5mcg/kg/min. The anesthetist was adamant that someone changed the setting between or and picu." From the reported information, there are no indications of serious injury to the patient or user as a result of this incident. No additional information provided.